Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor displayed implausible readings and the top of the housing was damaged. There was no reported patient involvement or outcome.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that there were no irrelevant measurements. The issue was resolved by replacing all defective parts. It was reported that the monitor displayed implausible readings. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the top and bottom cases of the housing were damaged. The reported issues were confirmed. The most likely cause was due to a component failure. The evaluation detected unreported conditions: missing quick guide, labels and rubber foots were defective, and battery was older than two years. The most likely cause for these additional conditions is related to maintenance. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor displayed implausible readings, and the top and bottom cases of the housing were damaged. There was no reported patient involvement or outcome.